Manufacturer narrative:
Burns, r., dreyer, b., khadhouri, s., jaafari, f. A., (2026). Rezum: analysis of the tolerability and complications of the procedure performed under local anaesthetic. Journal of clinical medicine, 15(7). Https://doi.org/10.3390/jcm15072560. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that a retrospective study was conducted to analyze the patients undergoing rezum therapy to treat benign prostatic hyperplasia and establish treatment tolerability under local anesthesia, its effectiveness, and complications. A total of 82 patients were treated with rezum therapy between may 2023 and september 2025. An urethral catheter was inserted in the patients post -procedure with a plan to be removed in 7-10 days. All patients were followed up at 3 months routinely to assess symptom improvement and any possible complications. Further appointment was offered to patients that did not attend the initial follow-up appointment. Following procedure, an 84-year-old patient presented with pain and was admitted for pain relief overnight. The pain self-resolved in 24 hours and the patient was discharged.